Event description:
Grade 4 hepatic failure (experiencing encephalopathy)/ grade 5 hepatic failure [hepatic failure]. Venoocclusive disease [venoocclusive disease]. Radiation fibrosis [radiation fibrosis] radiation injury [radiation injury]. Case description: initial information was received on (B)(6) 2016: this spontaneous medical device report was received from a treating physician via a healthcare professional (nurse) and a company representative concerning a male patient of unspecified age. The patient's medical history included other chemotherapy (indication not provided) following treatment with therasphere. The patient's concomitant medication included bevacizumab (drug use for unknown indication). The patient received therasphere (lot number, expiration date, dose, and indication unknown) on an unknown date approximately 6 months prior to report in 2015. On an unspecified date in 2016, the patient developed grade 3 hepatobiliary disorder. Six (6) months post-treatment with therasphere and after he had "gone on to receive other chemotherapy and bevacizumab", the patient developed grade 3 hepatobiliary disorder with elevation of his total bilirubin(4.0), direct bilirubin (2.7), aspartate aminotransferase (ast) (247), and alanine aminotransferase (alt) (109). The patient was not hospitalized. The treatment for the event was not reported. The outcome of the event is unknown. The reporting nurse assessed the event severity to be non-serious since the patient had not been hospitalized but the physician considered the event to be possibly related to therasphere. The company considers the event to be serious (medically significant). Follow-up information will be requested. Follow-up information was received on 25-mar-2016, 31-mar-2016, 01-apr-2016 and 13-apr-2016 from the initial reporting health care professional (nurse): the patient was (B)(6) at the time of the events. The patient's medical history included colon cancer diagnosed in (B)(6) 2012, metastatic colon cancer to the liver, spleen, and the bone in left shoulder, epigastric pain, upper abdominal pain, and nausea and vomiting for 2 months. The patient's concomitant medications included suspect treatment chemotherapy (unspecified, dose and route unknown), diltiazem 180mg daily, omeprazole 40mg daily, aldactone 25mg bid, and lasix 40mg daily, lactulose, dilaudid, and coumadin (route of administration and indications not provided). The patient received therasphere 130 gy to the left lobe and 120 gy to the right lobe for the treatment of colon cancer metastasized to the liver administered on (B)(6) 2015, respectively. On unspecified dates, the patient developed grade 4 hepatic failure (experiencing encephalopathy) (previously reported as grade 3 hepatobiliary disorder) secondary to radiation fibrosis/veno-occlusive disease, developed periportal edema; on (B)(6) 2016 developed ascites, and on (B)(6) 2016, developed severe hyponatremia. It was reported that the patient developed grade 4 hepatic failure experiencing encephalopathy (a known symptom of hepatic failure) (onset date not reported). On (B)(6) 2016, an MRI of the abdomen with and without contrast was performed with the radiologist impression: multiple heterogeneous liver metastases, which are not significantly changed compared with (B)(6) 2015; periportal edema in the medial and lateral segments of the left lobe of the liver, which is mildly worse compared with (B)(6) 2015 (onset date unknown); small amounts of ascites in the upper abdomen bilaterally, right greater than left, which are new compared with (B)(6) 2015. On (B)(6) 2016, a repeat MRI of the abdomen with and without contrast was performed and the radiologist's impression revealed: no evidence for new, increasing, or enhancing mass lesions of the liver. Stable interval appearance of multiple lesions compared to (B)(6) 2016 and decreasing perilesional enhancement seen since (B)(6) 2015. Interval development of moderate abdominal ascites. No evidence for bile duct dilatation. On (B)(6) 2016, the patient's lab values were: albumin 2.2g/dl, total bili 4.0mg/dl, direct bili 2.7mg/dl, alk phosphatase 413 iu/l, ast 247 iu/l, alt 109 iu/l. On (B)(6) 2016, the date of an office exam, the patient was encephalopathic with confusion, severe hyponatremia, significant abdominal pain, vomiting, performance status declined considerably and was bedridden (unable to ambulate), with shortness of breath, loss of appetite, constipation, blurry vision, decreased urine output (dark urine). Upon physical exam, the patient was extremely emaciated, confused, somnolent, intermittently staring without being verbal. His vital signs were stable: blood pressure 100/64, heart rate 72, respirations 16, temperature 97.5. Sclerae were icteric. There was no conjunctival pallor. Extraocular muscles were intact. There was no nystagmus, no stomatitis and no thrush. On (B)(6) 2016, the patient's lab values were: sodium 117meq/l, ast 111 iu/l, alk phosphatase 299 iu/l, and total bili 7.2mg/dl. The patient refused admission to the hospital for correction of hyponatremia and pain control. He was agreeable to the recommendation of hospice. He was a do not resuscitate status. He was advised to continue dilaudid and zofran as needed. A therapeutic paracentesis was ordered (unknown if performed). The patient was admitted to hospice. Other treatment for the hepatic failure, veno-occlusive disease, periportal edema, hyponatremia, radiation fibrosis, radiation injury and ascites was unknown. The patient died on (B)(6) 2016. The cause of death was hepatic failure. The reporting health care professional (nurse) considered the event of grade 5 hepatic failure (experiencing encephalopathy) to be serious (fatal) and reported that the physician assessed the relationship to therasphere administration as "this ae is multifactorial, with a definite contribution from therasphere treatment, but not fully attributable to therasphere. Hepatic metastases and extensive prior and subsequent chemotherapy were additional contributors. Extrahepatic disease state is also unknown." The reporting health care professional (nurse) did not assess the severity of veno-occlusive disease, periportal edema, hyponatremia, radiation fibrosis, radiation injury or ascites or relationship of the same events with therasphere treatment. The company considers the grade 5 hepatic failure to be serious (medically significant, fatal), and veno-occlusive disease, radiation fibrosis, and radiation injury to be serious (medically significant). No further follow-up information is expected. This report is considered to be final. Company comment: the events of hepatic failure, radiation fibrosis, and radiation injury are listed; and the event of veno-occlusive disease is not listed according to the current therasphere instructions for use (package insert). The event of liver failure secondary to radiation fibrosis/veno-occlusive disease must be, at least in part, attributable to therapy. Therefore this event is reportable. Encephalopathy, has been subsumed under hepatic failure as a known hepatic decompensation of severe hepatic failure. In addition, the reported symptoms of periportal edema, hyponatremia, elevated liver function lab values, abdominal pain, constipation, blurry vision, shortness of breath, icteric sclerae, decreased performance status, and decreased urine output have also been subsumed under hepatic failure (with ascites). Vomiting, loss of appetite, confusion, and somnolence are symptoms of severe hyponatremia and all have been subsumed under the overall diagnosis of grade 4/grade 5 hepatic failure. In line with the physician's assessment, the company considers the event of grade 4/grade 5 hepatic failure as related to the therasphere treatment. In the absence of the reporting health care professional's (nurse's) assessment, the company considers the veno-occlusive disease as possibly related to therasphere treatment, and radiation fibrosis and radiation injury as related to therasphere treatment. This single case report does not modify the risk-benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Grade 3 hepatobiliary disorder [hepatobiliary disease]. Case description: initial information was received on (B)(6)-2016: this spontaneous medical device report was received from a treating physician via a healthcare professional (nurse) and a company representative concerning a male patient of unspecified age. The patient's medical history included other chemotherapy (indication not provided) following treatment with therasphere. The patient's concomitant medication included bevacizumab (drug use for unknown indication). The patient received therasphere (lot number, expiration date, dose, and indication unknown) on an unknown date approximately 6 months prior to report in 2015. On an unspecified date in 2016, the patient developed grade 3 hepatobiliary disorder. Six (6) months post-treatment with therasphere and after he had "gone on to receive other chemotherapy and bevacizumab", the patient developed grade 3 hepatobiliary disorder with elevation of his total bilirubin(4.0), direct bilirubin (2.7), aspartate aminotransferase (ast) (247), and alanine aminotransferase (alt) (109). The patient was not hospitalized. The treatment for the event was not reported. The outcome of the event is unknown. The reporting nurse assessed the event severity to be non-serious since the patient had not been hospitalized but the physician considered the event to be possibly related to therasphere. The company considers the event to be serious (medically significant). Follow-up information will be requested. Company comment: the hepatobiliary disease is considered to be unlisted according to the current therasphere instructions for use (package insert). The event of hepatobiliary disorder is possibly related to the therasphere treatment. Follow-up on underlying disease and outcome will be sought. This single case report does not modify the risk-benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.